Manufacturer narrative:
Device evaluation : the device was returned with a shell failure and light yellowing of the gel. The cross section of the failure was analyzed using optical microscopy; striations were observed. The suspected cause of shell failure is local stress of unknown origin. The device measured below astm standards for ultimate elongation and above astm standards for ultimate break force.

Event description:
Suspected symptomatic rupture left side.